Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed loss of capture on the right ventricular channel on a pacemaker. No changes or interventions were performed. The patient condition was stable.